Event description:
Caller reported that the insulin pump experienced a rapid decrease in battery charge, which led to an unexpected shutdown earlier in the day. The shutdown caused the customer's blood glucose level to exceed the normal range. The customer administered a correction bolus using the pump without requiring third-party assistance. The issue was attributed to a fuel gauge fluctuation, and technical support informed the caller that a software update could resolve it. Education on preventing the issue until the update could be completed was also provided, which the caller understood and acknowledged.